Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the site loaded exams from cds, the images looked inverted and the 3d models needed to be adjusted a lot to look like a skin model. A manufacturing rep was on site and was able to replicate the issue. Pixel offset settings were corrected, the cd was reloaded and images and 3d model were corrected. There was no patient present.